Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) while being inserted into the eye, was observed not unfolding correctly. The lens was fully inserted and then removed. The procedure was completed using the same model and diopter. The patient was reported as fine, doing great. The removed lens is not returning. No additional information provided.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 9/12/2019. Device returned to manufacturer: yes. Device evaluation: the return sample was received. The product was received in a lens case. Visual inspection using a 12x magnification revealed no anomalies on the product return. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.